Manufacturer narrative:
Analysis: visual examination of the returned device shows that the leaflets are closed with sufficient depth of coaptation. The leaflets are flexible and intact, and the commissures are intact. Hydrodynamic test results for this valve demonstrate gradients and regurgitation levels that are within the range of historical comparison for the same model and size valves. Evaluation of the high speed video taken of the valve shows that the valve exhibits normal leaflets function, with all leaflets coapting fully and close with no evidence of gapping or leakage. There is slight gapping between the free margin at the point of coaptation when the valve is in relaxed state (no back pressure). The device history record was reviewed and shows that this valve met mfg specs for product released to distribution. Conclusion: the device was evaluated and the alleged failure could not be duplicated, as the device performed normally throughout testing. The device was replaced without reported adverse pt affect.

Event description:
MFR received information that this bioprosthetic heart valve was abandoned at implant due to leakage at a commissure when tested with a bulb syringe. This valve was replaced intraoperatively with no reported adverse affect to the patient.